Event description:
It was reported that while a patient was on the table, the unit allegedly went into 20 degrees tilt with no one touching the hand control. There was no adverse event reported.

Manufacturer narrative:
The table was examined by a berchtold field service technician. During testing, the table would time out due to low voltage. The root cause was found to be that the table batteries are 5 years past their lifespan. The batteries have been replaced with new batteries and the table is returned to full use.